Event description:
Plaintiffs mother and next friend of minor child allege that her daughter has become sensitized to latex and is now subjected to increased health risks including the risk of one or more anaphylactic reactions. In addition, plaintiffs allege substantial injury, pain and suffering. Plaintiff alleges loss of consortium of her daughter.